Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The embolization coil was implanted in the patient and the delivery pusher was not returned for evaluation; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a peripheral (mapca) embolization procedure, the embolization coil detached in the treatment site without use of the controller. The coil was left in the patient. There was no reported patient injury or intervention.